Manufacturer narrative:
The reported complaint of multiple keypad failures was confirmed during testing and was determined to be the result of contamination, which lead to damaged cable traces. Chemical attack to the flexible trace circuit can influence cracking by making traces more brittle and weaker against areas of small bend radii. This issue can lead to cracked flex traces resulting in open circuits and an unresponsive keypad. The bd website contains information regarding the best practices for cleaning alaris system devices. Do not use an oversaturated cloth. Be sure to squeeze out excess liquid. Do not spray fluids directly onto the instrument or into the iui connectors. Do not allow the cleaner to collect on the instrument. Review of the pump module logs did not show any malfunctions recorded associated to the keypad failures. Testing performed found 16 returned pump modules with unresponsive keypads, one was found with no functional issues. Inspection of the pump modules keypad identified 14 of the 17 returned keypads with cracked circuit cables which resulted in open circuits. There were two failures isolated to a single key (restart) which was found to be the result of contamination. The devices were not being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue.a review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA: (B)(4).the customer stated that there was no patient involvement.

Event description:
It was reported that there were multiple keypad failures.